Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/14/2013 with the following findings: the display on the pump was found cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue involving a blank screen. The issue occurred the night before the complaint and the display is now completely blank. According to the reporter, the issue persisted even after new batteries were used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.